Event description:
Customer reports to have received a button error alarm. Customer states, this may be due to moisture from sweating. Customer's blood glucose was 151 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with a cracked case display window corner. Insulin pump received with cracked battery tube threads, cracked reservoir tube lip. No moisture damage found inside the insulin pump.